Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate after loading the cartridge with 440 units. Approximately 10 hours later the insulin gauge displayed 155 units. In addition, the customer was unable to charge the pump despite the attempt of multiple power adapters. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. Customer also has manual injection supplies available.

Manufacturer narrative:
(B)(4).